Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On an unknown date, the patient was hospitalized due to an unreported indication. During this hospitalization the patient experienced peritonitis. Hospitalization was prolonged due to the event. Treatment details were not reported. Nine days after the event onset, the pd catheter was removed (current mode of dialysis therapy was not reported). At the time of this report, the patient had not recovered. No additional information is available.